Event description:
Additional information was received which noted that the ra noise and oversensing were noted with pocket manipulation after reprogramming the mv feature off. Therefore, a surgical revision was performed. The non-bsc ra lead was fully seated in the device header and was tested via the pacing system analyzer (psa). No issues were found with the lead, as it was noted the issues were intermittent. It was noted that the device was encapsulated and was sutured to the capsule; however, the device and capsule were mobile. The patient had lost a significant amount of weight. The lead was replaced and this device remains in service. No further issues were noted with the new lead and this device. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted that it was thought the ra noise was due to oversensing minute ventilation (mv) signals. The noise was able to be reproduced with patient isometrics and calisthenics. The ra impedance measurements were greater than 3000 ohms. The mv feature was programmed off. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited noise, oversensing, inappropriate atrial tachy response (atr) episodes and impedance measurements of greater than 2000 ohms. There was no pacing inhibition and the patient was not ra pacemaker dependent. The noise was able to be reproduced with pocket manipulation. No other troubleshooting was performed. It was believed the patient was a twiddler. The patient was referred to their electrophysiologist. No adverse patient effects were reported. The device remains in service.